Event description:
It was reported that during a da vinci-assisted diaphragmatic hernia repair surgical procedure, the harmonic ace instrument jaw broke off into the patient. The piece was retrieved during the same procedure with the instrument. The procedure was complete with no reported injury. The da vinci 8 mm harmonic ace curved shears is a single-use, sterile instrument used to deliver ultrasonic energy to enable transection and coagulation of tissue. It is designed to be used in conjunction with a compatible da vinci surgical system and a compatible ethicon endo-surgery generator and hand piece. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument involved with this complaint and the analysis has been completed yet. The reported complaint was confirmed. The instrument was found with a broken curved blade. A broken piece, approximately 0.40" x 0.10" was returned. No material appeared to be missing as the broken assembly was pieced back together. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause was attributed to mishandling/misuse. A review of the instrument log for the harmonic ace (part number 480275-08/lot number l90220131 0075) associated with this event has been performed. Per logs, the harmonic ace instrument was last used in a procedure on (B)(6) 2022 via system rsk8030. The alleged instrument had 0 use remaining after the last procedural use. No image or video of the procedure was provided for review. This complaint was assessed as a reportable malfunction and adverse event due to the following conclusion: it was alleged that the harmonic ace instrument jaw broke off and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury.